Event description:
It was reported the generator on the right side was explanted due to infection. It was unclear if the lead on the right side was also explanted. The pt was planning on being re-implanted soon. Add'l info has been requested, but was not available on the date of this report.